Event description:
(B)(4): "physicians assistant (pa) was doing an endoscopic vessel harvest for a conduit on coronary artery bypass surgery. There is a disposable instrument that has a forceps that cauterizes the vessels. A small portion of the plastic cover on the tip broke away from the forceps. This was noticed by the pa on the camera screen and he was able to retrieve it. Continued the procedure with a new set of disposable instruments."

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).